Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 980 mg/dl during the emergency room visit. The customer stated that she fell when she had high blood glucose readings and broke 3 of her ribs and had concussion. The customer stated that she was in the hospital room for 10 days. The customer was advised she cannot fight infections because she is on igg neg. The customer stated that she is on monthly infusions to fight the infection. The customer declined to troubleshoot for high blood glucose readings.